Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the adm/ mdm poly insert from the mdm liner. The poly insert, ceramic head, and cone body were revised. Rep confirmed the reason for cone body revision was to implant a longer proximal body. Rep also confirmed there are no allegations against the revised ceramic head, and that no further information will be released by the hospital or surgeon.